Event description:
It was reported that during use with 10 bd vacutainer® flashback blood collection needles, the IV shields came off. The following information was provided by the initial reporter, translated from chinese: on the afternoon of (B)(6) 2023, during a visit to the outpatient blood collection room, the head nurse reported that almost every blood collection window of this batch of intravenous blood collection needles in the morning had dropped and tripped.

Manufacturer narrative:
H.6. Investigation summary: material #: 301746. Lot/batch #: 3109101. Bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for loose IV shield with the incident lot was not observed as the flashback needles in the photos are unopened. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode loose IV shield. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported that during use with 10 bd vacutainer® flashback blood collection needles, the IV shields came off. The following information was provided by the initial reporter, translated from chinese: on the afternoon of (B)(6) 2023, during a visit to the outpatient blood collection room, the head nurse reported that almost every blood collection window of this batch of intravenous blood collection needles in the morning had dropped and tripped.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.